Event description:
It was reported that (B)(6) 2011 loose right tibial components. Primary tka was (B)(6) 2009. Revision (B)(6) 2011. (B)(6) 2011 x-rays of right tka radiolucency beneath tibial component not on previous x-rays.

Manufacturer narrative:
The patient is (B)(6). An event regarding baseplate loosening involving an unknown baseplate was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial baseplate s2 pa13. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that (B)(6) 2011 loose right tibial components. Primary tka was (B)(6) 2009. Revision (B)(6) 2011; (B)(6) 2011 x-rays of right tka radiolucency beneath tibial component not on previous x-rays.